Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
It was reported to philips that the device had a +35 volt power failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 15jan2021. B4: 18jan2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). An authorized service personnel(asp) was assigned to implement fco86600050a and replaced pm pcba. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.